Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verioiq meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began approximately 1.5 weeks prior to contacting lfs. The patient claimed that she obtained blood glucose readings of "10.7 mmol/l" with the subject meter and "7.1 and 7.2 mmol/l" with two other meters (ot ultra) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with insulin and reported taking an increased dose of novorapid insulin (a few units) in response to the higher readings she was obtaining with the subject meter. The patient denied developing symptoms and there was no mention of medical intervention required for a low blood glucose excursion. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms and/or receive medical treatment for a low blood glucose excursion after obtaining the alleged inaccurate high readings. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.